Event description:
There was an allegation of discrepant hcv results with the cobas®mpx kit (192t) from the cobas 5800 analyzer for a single patient. The first donation was on (B)(6) 2025 and was tested on (B)(6) 2025 and generated a non-reactive result for hcv. On 11-jun-2025, serology testing on abbott architect 2000: clia results were anti-hcv ¿ positive. The control testing of the same sample using the auto-pure96 instrument was used along with the realbest deltamag version 0.25-8 test system for extraction, and the bio-rad cfx96 was utilized with the realbest hcv d-0794 test system for pcr. The test results were hcv rna positive (qualitative) - lower limit of sensitivity 15 iu/ml and hcv rna positive (quantitative) - 2,5 102 iu/ml. On (B)(6) 2025, a second donation was tested from the same patient and generated a non-reactive result for hcv. The auto-pure96 instrument was used along with the realbest deltamag version 0.25-8 test system for extraction, and the bio-rad cfx96 was utilized with the realbest hcv d-0794 test system for pcr. The sensitivity is 15 me/ml for the qualitative test and 2.5 × 10² me/ml for the quantitative test. The test results were negative.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. Overall, the data points towards the conclusion that the donor may have a chronic hcv infection where the virus is present in the liver and blood, but replication is at a low level. Chronic carriers can have fluctuating levels of hcv dna and antibodies, sometimes resulting in low viral loads. In addition, the hcv infection could have been cleared. This discrepancy between nat (non-reactive) and serology (indicating hcv infection) can arise due to several factors, including: different testing methods and sensitivities, low viral load, fluctuating viral load, resolved or cleared infection. In regards, to the test results for hcv rna positive (qualitative) and hcv rna positive (quantitative). These results could be due to non-specific amplification, differences in target regions, or possible sample contamination.